Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: runthrough ns. Guide cath: mach 1 6f fr4.0. Factors that can contribute to material ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices and/or stents, patient anatomy, and/or lesion calcification or tortuosity. To ensure this is not a result of manufacturing, all products are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rated burst pressure (rbp). There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was heavily calcified which likely contributed to the reported difficulties. In this case, an interaction with other devices and/or the calcified lesion may have damaged (scratched) and weakened the balloon material, such that the balloon ruptured upon the second inflation 14atm which is below the rbp of 16atm. As the balloon ruptured prior to fully inflating, this would result in the stent being under deployed requiring additional treatment with fully deploy the stent. A review of the finished product lot history record indicated no nonconforming material records for the lot relevant to the complaint and a search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the mid right coronary artery with mild tortuosity and heavy calcification. Pre-dilatation was performed with a non-abbott balloon and the 3.5 x 15 mm xience v stent delivery system (sds) was advanced to the lesion. The sds balloon was inflated to 14 atmospheres (atm) for 30 seconds; however, a balloon rupture occurred during the second inflation of 14 atm for 30 seconds. A non-abbott balloon was used to fully expand the stent. There were no adverse patient effects. No additional information was provided.